Manufacturer narrative:
(B)(4): information unavailable, device not returned for analysis.

Event description:
It was reported that during an unrelated umbilical hernia repair procedure, the surgeon found the patient's strain relief free floating on the tubing. The patient had two fills at this point and was having no problems with the device. The entire port was replaced at this time. There was no adverse consequence to the patient.